Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that redness, bumps, and itching occurred on the right side of the abdomen. The patient went to the doctor on (B)(6) 2018 and removed the sensor and cleaned the area with alcohol. Doctor prescribed generic bactroban, cortisone, and triamcinolone ointment. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.